Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2014 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient had a re-placement of the j-tube (B)(6) 2016. On (B)(6) 2019 it was reported the patient went to the initiation center for re-evaluation. A peristomal granuloma was found with bad smelling secretion and patient was sent to a gastroenterological consult. During the endoscopy it was observed that the patient had a buried bumper, which was attempted to be resolved endoscopically without success. The patient was sent to the surgical section. Surgical intervention was performed, the area was resected, peg tube was placed surgically in another abdominal area. The patient had no other adverse events and he remained hospitalized for supervision.